Event description:
It was reported the device will not sense. It was also reported the device was not sensing correctly. This was discovered during preventative maintenance. The device was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Output connector is out of specification. Lower case is broken. Serial number label is torn.